Event description:
It was reported that during the implant procedure, the device exhibited excellent measurements via an analyzer. After connecting to the pulse generator, the device no longer sensed r-waves in either configuration and exit block was observed. Radiology did not reveal dislocation or damage to the lead.